Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, restricted posterior leaflet, thin and friable leaflets. A mitraclip xtw (50617r118) was inserted without issues. However, while in the valve, it was observed that the anterior gripper was not lowering. Troubleshooting was performed, but the issue was unable to be resolved. Tissue damage was observed. Therefore, the clip was removed and replaced. A second clip, a mitraclip xtw (50617r1119) was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred and after deployment, the clip detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda). To stabilize the clip, a third clip, a mitraclip xtw (50617r1116), was then inserted and deployed lateral to the first clip. No additional clips were implanted, and mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (thin, friable leaflets). A cause for the reported poor imaging could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.